Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. One used 6fr angio-seal vip device was returned for product evaluation. The carrier tube assembly was returned separated from the hemosheath. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was found to be separated from the hemosheath. The hemosheath was examined and there were no damage or deformation noted on the sheath. The bypass tube on the carrier tube assembly was found to be dislodged at the manufacturing slit and the anchor was fully exposed at the distal tip of the carrier tube. The deployment sleeve of the carrier tube was in full forward lock position. Then, the latches of the deployment sleeve and mating shafts were visually checked, and no damage or canting was seen on the sleeve latches or mating shafts. No other visual anomalies were noted. Functional testing was performed. The bypass tube was re-positioned over the anchor and the carrier tube assembly was inserted into the hemosheath. The carrier tube was able to travel completely through the sheath and no anomalies were noted during insertion. A click sound was heard, and the anchor and the distal tip of the carrier tube were exposed from the sheath. The sheath cap and the device sleeve were completely snapped together and properly fitted. The deployment sleeve was then moved into the rear lock position and it was locked with the click sound. There were no functional anomalies noted with the deploying locking position of the sleeve. The position of the anchor was confirmed, and it was properly posted to the hemosheath. Then, the digital force was applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that during deployment of the angio-seal vip device in the right femoral artery, it appeared that the vip device and the insertion sheath became separated when setting the anchor. The entire device was removed, and manual compression was performed. Hemostasis was achieved successfully, and the procedure was successful. There was no patient injury/medical or surgical intervention required. The patient was in stable condition and was discharged normally. There were no other devices or equipment used with the reported product. Additional information was received on 26may2020. The procedure being performed was a diagnostic angiogram via the right hand/forearm. A 5fr procedural sheath was used. A pre-deployment angiogram was performed.